Manufacturer narrative:
Voluntary medwatch MDR report #: (B)(4).

Event description:
Voluntary medwatch form received notes that a patient presented for a system revision due to an infection. The infection resulted in endocarditis and vegetation on the atrial lead. The physician elected to explant the atrial lead.